Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the upper part of the touch screen is not working and can't be calibrated. There was no patient involvement.

Manufacturer narrative:
The customer's biomed confirmed the touchscreen issue. The customer's biomed stated that the ventilator was repaired in september 2017 and that the unit is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.